Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic low anterior resection, some staples were unformed at the 3rd firing when the device was used on the rectum. The cartridge was blue. The target tissue was not so thick. Reinforcement material was not used. There was no unexpected resistance and the forces of closing and firing were normal. The device was not fired across an existing clip or staple line. They clamped the tissue with the proximal part of the jaws was slightly pushed forward with the knife, but the acral part was clamping the tissue properly so that the tissue did not slip down from the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.